Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp barrels were bowed and hub separated. This occurred on 2 occasions before use. The following information was provided by the initial reporter: bowed barrels were found.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp barrels were bowed and hub separated. This occurred on 2 occasions before use. The following information was provided by the initial reporter: bowed barrels were found.

Manufacturer narrative:
H.6. Investigation: 2 samples were returned. Photos of 3/10cc syringes were forwarded to the manufacturing facility. Customer states that bowed barrels were found. The photos were examined and no bowed barrel was observed. However, the samples shown in the photos exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for barrels bowed and needle hub separates due to unknown lot number. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bowed barrel). Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Manufacturer narrative:
Investigation: 2 samples were returned. Photos of 3/10cc syringes were forwarded to the manufacturing facility. Customer states that bowed barrels were found. The photos were examined and no bowed barrel was observed. However, the samples shown in the photos exhibited the hub-needle/shield assembly separated from the barrel. Unable to perform DHR check for barrels bowed and needle hub separates due to unknown lot number. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (bowed barrel). Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that syringe 0.3ml 30ga 8mm 7bag 420cas jp barrels were bowed and hub separated. This occurred on 2 occasions before use. The following information was provided by the initial reporter: bowed barrels were found.